Event description:
Customer reported at 10:30 am customer got a bg reading of 167 on the freestyle meter. Customer reportedly took 40 units of humulin. Customer went out to the store & was on the way to lunch (about 15 minutes from the restaurant). Customer woke up in the hosp where customer was told sugar had been administered. After customer awoke customer was given a meal, an EKG was performed and customer was released from the hosp.